Event description:
As reported by the edwards field clinical specialist, the delivery system balloon burst during deployment of the sapien valve. Post deployment echo revealed good placement of the valve and no paravalvular leak (pvl). When withdrawing the delivery system out of the sheath the physician noted a lot of resistance, but was able to pull the device through the sheath. When the device was examined after removal it appeared that the balloon material was stretched but intact.

Manufacturer narrative:
The device was returned to edwards in a used condition with a tear in the balloon. The balloon was returned in two pieces as the middle portion of the balloon had completely separated from one another. The device appears to have initially torn longitudinally and propagated into a radial tear. Under magnification, there were some scratches but no fish eyes, gel spots, or other abnormalities at the tear location. Due to the large amount of dried blood present inside the balloon the device could not be decontaminated. Therefore, a dimensional inspection of the balloon could not be conducted. A DHR review revealed that all pv samples were tested and passed inflation, deflation and burst requirements. All units from the lot also passed the air leak test. None of these work orders revealed any issues that could have contributed to this complaint. Historical thv balloon rupture complaints have been analyzed and summarized by edwards in a technical summary (ts). The ts provides a rationale as to why it is very unlikely that a product defect contributes to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (open cell impingement and stress concentration against calcium nodules), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve. In regards to the separation of the balloon, a balloon burst increases the possibility of protruding material that can interfere with an obstacle during retrieval. Thus, it is possible for the inner guidewire lumen to stretch and the balloon to tear into two or more pieces if excessive force is used during system retrieval. As mitigation, the training manual for the ascendra 1 delivery system provides procedural consideration in case of balloon burst by recommending not using excessive force when removing the delivery system with a burst balloon. The complaint was confirmed, but no manufacturing non-conformities could be found in the returned sample. The root cause may be related to the rationale outlined in the technical summary. Therefore, no corrective or preventive action is required.

Manufacturer narrative:
The investigation is ongoing.